Event description:
It was reported that metal shavings injected into the patient during a case at the user facility. The user facility was not able to provide any further information regarding the reported event, customer was not aware of additional details.

Event description:
It was reported that metal shavings injected into the patient during a case at the user facility. The user facility was not able to provide any further information regarding the reported event, customer was not aware of additional details.

Manufacturer narrative:
Update: d4 correction: gtin d9, h3, h6 correction: a follow-up report was submitted to document that the device was not available for evaluation.